Event description:
A biomedical technician (bmt) reported there that the tubing guide on the blood pump rotor came loose and cut through the blood tubing causing fluid/blood loss. There were no adverse reactions with the patient.the patient completed treatment on a different device. The reporter was unsure of the amount of blood loss. Technical services referred customer to spare parts department to order a replacement blood pump rotor. Additional information was requested but no further details were provided. A sample was requested to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.